Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) changeout, the right atrial (ra) lead was damaged and about an inch of insulation was removed. The patient is atrial dependent, and the ra lead was required. The physician thought the damaged lead was the left ventricular (lv) lead and after repair, the lead was put into the lv header. The lv was not capturing, so the lead was surgically abandoned by the physician. After, the programming was tested it was realized that the ra lead was the lead that was surgically abandoned, and the lv lead remained in service with the header reversed. A new ra lead was attempted and abandoned by the physician due to the patient anatomy and positioning difficulty. Another lead was placed successfully with the headers corrected. All of the leads with this crt-d were tested and found all measurements to be normal. This crt-d and leads remain in service. No additional adverse patient effects were reported.